Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed damage to the existing driveline repair site. The submitted log file captured the pump operating as intended. Although a specific cause for the observed damage could not be conclusively determined through this evaluation, it did not contribute to any electrical issues. Rescue tape was reportedly applied to the damaged area. The patient was asymptomatic and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook rev. C, is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2020-01036 reports the short to shield in (B)(6) 2020. Related MFR #: 2916596-2022-01327 reports the cosmetic driveline repair performed in (B)(6) 2022.

Event description:
It was reported that event log files were submitted for review. The patient had a short to shield and external driveline repair in (B)(6) 2020 which resolved the short to shield. The patient also underwent cosmetic repair on the repair site when the cover separated in (B)(6) 2022. The patient presented again to the clinic with separation of the external driveline repair cover. Rescue tape was placed on the separation site. The repair was too close to the exit site to attempt another repair. The patient was asymptomatic. There was no indication of any driveline issues in the event log files. Related manufacturer reference number: (B)(4) (mobile power unit)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.